Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported the system has an older computer installed which could be the cause of this issue. The site received a computer replacement quote and is looking at options to get a new system or repair. No parts have been received by the manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that the navigation system computer is intermittently freezing and showing black screen. The medtronic representative reported it also takes 10-15 minutes to boot-up with a "no input detected" message. The site rebooted the procedure to get it to work. To troubleshoot the issue the medtronic representative checked the navigation system connections, looked for core files and deleted old exams without resolution. The medtronic representative then re-installed the ent application software and reported the system still boots slowly but the medtronic representative couldn't replicate the black screen issue.